Manufacturer narrative:
Hoveround has not been given access to evaluate the power wheelchair at this time. Once accesses is granted, a follow-up report will be submitted. However, no malfunction suspected.

Event description:
End user reports that while operating the power wheelchair in her home, she collided with another person operating a manual wheelchair. End user reports sustaining cuts to her leg.